Event description:
It was reported that bd 5ml syringe with needle was blocked on 30 occasions before use. The following information was provided by the initial reporter: when the product was checked before use, it was found that the syringe needle was blocked.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1901101. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. The retained samples were inspected and no defects were observed. Based on the provided feedback, it is possible that this incident resulted from improper product assembly. If the cannula is not positioned correctly within the hub component, the adhesive may block the cannula. The clogged cannula may also create excessive pressure during use, which could result in connectivity issues. Every thirty minutes clog conditions are visually inspected by the machine operators, in addition to cannula batch inspections. Based on the current preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Our quality team will continue to monitor the production process for this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 5 ml syringe with needle was blocked on 30 occasions before use. The following information was provided by the initial reporter: when the product was checked before use, it was found that the syringe needle was blocked.